Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a stone removal procedure on a patient over (B)(6).according to the complainant, "one of the basket wires became separated when it was repeatedly opened and closed for check outside the body."the patient was reported to be in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined.

Manufacturer narrative:
A visual analysis of the returned zero tip nitinol retrieval basket revealed the device basket wire was broken. One (1) of the basket wires was detached from the wire sub assembly. The break locations appeared to be consistent with those caused by putting the wire under stress. A functional evaluation was performed. When the handle was actuated, the basket would open and close without issue when held straight and in a loop. Therefore, the most probable root cause for this complaint is determined to be handling damage.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a stone removal procedure on a patient over 18. According to the complainant, "one of the basket wires became separated when it was repeatedly opened and closed for check outside the body." The patient was reported to be in "good" condition at the conclusion of the procedure.